Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A site representative reported that, while outside of a procedure, it was identified that the articulating (vertek) arm for the navigation system could not be locked into place. The joints were noted to be too loose. There was no patient present when this issue was identified.

Manufacturer narrative:
The vertek arm was returned to the manufacturer for evaluation. Testing found that the arm failed downward and sideward force testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.